Event description:
Upon opening the tray of fast load cta dual syringe pack the inner contents were missing. Contents: 1 x low pressure connecting y-tube, 1 x small spike, 1 x large spike. Without all the components it is impossible to use the 200ml fastload syringe.